Event description:
It was reported that during the procedure, the stent (subject device) encountered resistance while being advanced inside a microcatheter. When the subject stent was adjusted, it prematurely got deployed inside the microcatheter. When the subject stent was tried to be withdrawn, it got stuck at the tail of a microcatheter. The physician replaced both devices with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the introducer sheath was kinked at 10cm from the distal end and the stent delivery wire was kinked at 7.5cm and 1cm from the distal end. The stent was deployed in the hub of the returned microcatheter and there were no anomalies noted to the stent. A functional test could not be performed as the stent had been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The as reported as well as the as analysed events will be assigned procedural factors as this complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the stent (subject device) encountered resistance while being advanced inside a microcatheter. When the subject stent was adjusted, it prematurely got deployed inside the microcatheter. When the subject stent was tried to be withdrawn, it got stuck at the tail of a microcatheter. The physician replaced both devices with a new device and continued the procedure without clinical consequences to the patient.